Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports it appeared on x-ray that the drive wire was outside the trellis catheter next to the distal balloon. After the device was pulled, it appeared that the catheter was split which allowed the drive wire outside the catheter.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.